Event description:
It was reported that the radio frequency programmer head was unable to establish telemetry. The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer head was unable to establish telemetry. Analysis did find that the head lens was cracked, that the rubber portion of the head label was missing and that the head's cable was twisted. All were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radio frequency programmer head was unable to establish telemetry. The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.